Manufacturer narrative:
H3 other text : multiple attempts were made to request information regarding the evaluation and resolution of the reported problem. No response was received, so no information is available.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs quotation for an unspecified repair. Specific malfunction is currently unknown, and request has been sent out for such information. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.